Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: b5, d9, g3, h2, h3, h6 and h11. The device was returned to olympus for inspection. Based on the results of the investigation the customer allegation "no image" was confirmed. It was likely due to dust or dirt problem. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Additionally, it was observed during the investigation that the electronic connector had corrosion/moisture stains. It was likely, due to a degradation problem/reprocessing problem. However, the cause could not be established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchovideoscope had no image. There were no reports of patient harm.